Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference, user's test strips had poor storage. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/07/2014).

Event description:
Consumer complaint of high blood results. Customer states that the vials of strips are stored in the bedroom. Ran a blood test using a capillary blood sample, 220 mg/dl. Expected blood results fasting is 100 mg/dl-120 mg/dl. Reviewed the last 5 blood in the meter memory: (B)(6) 2014 @8:30pm 179mg/dl, (B)(6) 2014 @ 10:14am 141 mg/dl, (B)(6) 2014 @ 11:15 pm 551 mg/dl, (B)(6) 2014 @ 12:17 pm 250mg/dl, (B)(6) 2014 @ 11:48 pm 351 mg/dl. No adverse event reported.